Event description:
Customer states: prior to use on a patient, a nurse confirmed the cuff would not be inflated. No patient involvement. Customer confirmed this was discovered during pretesting of the device.